Manufacturer narrative:
In the initial report, the user facility acknowledged that user error had contributed to the difficulty with the first two polyloops, however, a more experienced tech reportedly deployed the third. Olympus followed up with the user facility to gather additional info regarding this report, but no further info was provided. All three devices referenced in this report were returned to olympus for eval. The devices were returned contaminated with biomaterial which limited the eval to visual inspection. All three devices were received without the loops. Visual inspection found one of the devices with the working length damaged and the handle cut off. All three of the subject devices have been forwarded to original equipment MFR (OEM) for further investigation. If significant additional info is received, a supplemental report will follow. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic polypectomy procedure, the loops of the three polyloop devices would not detach. Two of the three devices were not deployed due to operator error. Emergency steps were taken on the third device, and the handle was cut, but the sheath could not be withdrawn. The scope was removed and reinserted to successfully snare both the polyp and the loop. The pt was brought back on (B)(6) 2010 for suspected bleeding. However, no bleeding was observed. The pt was reportedly doing well.